Event description:
It was reported that the user's dexcom g7 was not providing glucose readings because the pairing code was never entered by the user, leading to an incorrect or incomplete pairing attempt; support guided entry of the correct pairing code and initiation of a new g7 sensor session. Symptoms included no glucose data availability. Outcomes included no alarms reported and no clinical impact such as hypoglycemia, hyperglycemia, or hospitalization. Investigation included troubleshooting and user education conducted by support. Investigation of this case revealed user setup error related to pairing, with the device hardware not implicated. It was concluded, based on previously established findings for similar reports, that the cause was user error in setup and pairing.

Manufacturer narrative:
Initial.